Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-16. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by functional testing, attaching a luer adapter to the female luer of the device, and the indicated failure mode for unable to attach with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to attach. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® push button blood collection set that the adapter cannot be inserted before blood collection. The following information was provided by the initial reporter the customer found that the adapter cannot be inserted before blood collection. Perhaps a part may be detached.

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set that the adapter cannot be inserted before blood collection. The following information was provided by the initial reporter the customer found that the adapter cannot be inserted before blood collection. Perhaps a part may be detached.